Event description:
The initial reporter alleged a false positive result for one patient sample tested with the anti-hcv g2 elecsys cobas e 100 assay on the cobas 6000 e601 module. The initial result for the sample was 16.06 coi (reactive), which was consistent with the re-test result. Additional testing included enzyme-linked immunosorbent assay (elisa), which was negative, and hepatitis c virus ribonucleic acid (hcv-rna) testing, which was also negative.

Manufacturer narrative:
The analysis was performed on a cobas 6000 e601 module (serial number: (B)(6). The investigation determined that the elecsys anti-hcv assay performed within specifications. A review of the provided data confirmed that the instrument was operating normally, with no alarms reported during testing. Quality control data for the relevant lot were within the expected range, and no abnormalities were identified in the sample quality. The reported result was determined to be a single false positive, which is consistent with the assay's specificity claim. Additional testing, including elisa and hcv-rna, yielded negative results, supporting this conclusion. The root cause was attributed to a sample-specific discrepancy. The device remains in operation at the customer site.